Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed based on the medical review. Additionally, a fracture of the locking wire was also confirmed. Method and results: device evaluation and results: the device was not returned for analysis however images of the device were provided following explantation. A broken locking wire was noted on the device. Medical records received and evaluation: a medical review was performed and concluded: "no clinical or past medical history, no examination of explanted components, no operative reports, and no dated serial x-rays are available for review. X-rays and label sheets indicate right total hip arthroplasty but event description mentions left. Undated x-rays demonstrate minimal poly wear and no gross pathology. After twenty years in situ, some poly wear is not unexpected. There is no evidence of ¿excessive wear¿ as noted in the event description and, apparently, indicating bearing replacement surgery performed (B)(6) 2016." Conclusions: a medical review was performed and concluded ". After twenty years in situ, some poly wear is not unexpected. There is no evidence of ¿excessive wear¿ as noted in the event description and, apparently, indicating bearing replacement surgery performed (B)(6) 2016" additional information, including operative reports, serial x-rays, patient history and return of the device are however needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Rep reported revision of left hip due to excessive wear. Will email pictures of xrays. Original surgery was in 1996, year only given.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported revision of left hip due to excessive wear. Will email pictures of x-rays. Original surgery was in 1996, year only given.